Event description:
It was reported that during a procedure the laser system displayed an error indicative of a system malfunction. The customer attempted to trouble shoot the laser by lowering the power parameters however the error did not clear. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a patient injury; however the manufacturer is filing this as surgical intervention due to the likelihood that the patient underwent an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser was inspected at the user's facility and confirmed that there is no output power. Service was recommended; to this date the customer has declined the recommended service.